Manufacturer narrative:
Siemens healthcare diagnostics has become aware of the potential of falsely depressed creatinine results for patients undergoing phenindione therapy when using the enzymatic methodology. Advia ecre_2 results on a patients' samples showed interference with the phenindione drug and/or its metabolites. The atellica ch ecre_2 assay uses the same reagents, calibrators, and assay condition as advia ecre_2, and is expected to show a similar negative interference in samples from patients on phenindione therapy. It is also expected that the dimension and dimension vista enzymatic assays would be impacted in a similar way. The instructions for use (ifus) for the siemens advia, atellica ch, dimension and dimension vista enzymatic creatinine assays will be updated to reflect this information. An urgent medical device correction (umdc) achc20-01.a.us.chc was sent to advia chemistry us enzymatic creatinine customers and an urgent field safety notice (ufsn) achc20-01.a.ous.chc was sent to advia chemistry ous enzymatic creatinine customers in december 2019. An urgent medical device correction (umdc) achc20-01.a.us.dm was sent to dimension clinical chemistry us enzymatic creatinine customers and an urgent field safety notice (ufsn) achc20-01.a.ous.dm was sent to dimension clinical chemistry ous enzymatic creatinine customers in december 2019. An urgent medical device correction (umdc) achc20-01.a.us.dv was sent to dimension vista us enzymatic creatinine customers and an urgent field safety notice (ufsn) achc20-01.a.ous.dv was sent to dimension vista ous enzymatic creatinine customers in december 2019. An urgent medical device correction (umdc) achc20-01.a.us was sent to atellica chemistry us enzymatic creatinine customers and an urgent field safety notice (ufsn) achc20-01.a.ous was sent to atellica chemistry ous enzymatic creatinine customers in december 2019. The umdc and ufsn advise customers that the "limitations" section of the instructions for use (IFU) for the atellica ecre_2 assay will be updated to indicate that "use of this assay is not recommended for patients undergoing treatment with phenindione, due to the potential for falsely depressed results". The umdc and ufsn advise customers the "limitations of the procedure" section of the instructions for use (IFU) for the advia chemistry ecre_2 assay, dimension ezcr assay and the dimension vista ecrea assay will be updated to indicate that "use of this assay is not recommended for patients undergoing treatment with phenindione, due to the potential for falsely depressed results".

Event description:
Siemens healthcare diagnostics has become aware of falsely depressed dimension vista enzymatic creatinine (ecrea) results when using the enzymatic methodology for patients undergoing phenindione therapy. A siemens internal study demonstrated that when a patient sample is spiked with the drug phenindione and tested for creatinine, a suppression of dimension vista ecrea results is observed. Phenindione is not listed as an interfering substance in the dimension enzymatic creatinine (ezcr) instructions for use (IFU).